Event description:
Information was received indicating that an cadd ms3 ambulatory infusion pump displayed occlusion errors. The patient resumed therapy using a different pump. There were no adverse events reported.

Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in used condition. The tamper seal was intact. The investigator was unable to replicate the customer reported product problem. Testing was performed and the device passed all the functional tests. The investigator ran the pump program for an extended period of time without issue. No fault was found with the pump. The problem source of the reported product problem was unknown. A root cause was not established. The downstream occlusion sensor was replaced as a preventive measure.